Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was inserted in the right atrium and the physician noticed clotting. The sheath was removed to flush the device. After flushing several times, the dilator was inserted, and more clots were pushed out. Following more flushing it appeared that clots were still inside the sheath. There was significant clotting in a short period of time (within 30 min of sheath into body). The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the sheath was inserted in the right atrium and the physician noticed clotting. The sheath was removed to flush the device. After flushing several times, the dilator was inserted, and more clots were pushed out. Following more flushing it appeared that clots were still inside the sheath. There was significant clotting in a short period of time (within 30 min of sheath into body). The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
When the sheath was returned to the boston scientific's post market laboratory it was first visually inspected, and no abnormalities were noted. Next, the sheath was tested for leaks by testing aspiration and irrigation. During the testing the sheath failed to maintain pressure during positive irrigation testing or vacuum aspiration testing. The sheath valve was then observed under a microscope where a tear was found near the center slit of both the inner and outer valves. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design. Additionally, the thrombosis reported in the event was determined to be a known inherent risk as it is called out by the device's labeling as a possible complication of the procedure and use of this device.